Manufacturer narrative:
The device was returned to zoll medical corporation, the malfunction was duplicated and attributed to the lithium battery on the system board. Zoll recommends replacement of the lithium battery every five years. This device is eight years old. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.